Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the needle and stiffener assembly puled out of the needle holder and not returned. The probe was disassembled, and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was bent at multiple locations. Gouge marks were observed at the cutting edge and one other location along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the needle assembly was detached from the rest of the probe assembly. The root cause for the detachment is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. No action has been taken as it appears that the observed detachment was due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe worked for about 15 mins and tip went loose and the outer sleeve detached after removed the probe during the vitrectomy surgery. The procedure was completed after replacement of new product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).